Event description:
It was reported that mobile power unit which connected to the patient for less than 5 minutes, was observed with yellow wrench. The patient was instructed to disconnect ac power for 20 seconds, then plug back into the mpu to self-test the unit. The yellow wrench persisted after the self-test.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section g3 PMA # correction. Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm on the mobile power unit (mpu) was not confirmed. There were no photos or log files submitted for review. The mpu, serial (B)(6), was not returned for analysis. Provided information stated that this mpu was recently provided to the patient to replace a recalled mpu. They were connected to the unit for 5 minutes when it alarmed for yellow wrench. They were instructed to disconnect ac power for 20 seconds and plug the unit back in, but the issue persisted. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 patient handbook (rev. A) and heartmate 3 instructions for use (IFU) (rev. D) section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow replace mobile power unit battery symbol illuminates when the alkaline aa batteries are not installed, or are depleted and need replaced. This is an advisory alarm. When the replace mobile power unit battery symbol illuminates, replace the internal batteries in the mobile power unit.¿. This section informs the user of the proper actions to take if the yellow replace mobile power unit battery alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. Heartmate 3 patient handbook (rev. A) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. D) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. A) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. D) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use (rev. D) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including yellow wrench alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.